Event description:
Small debulker (cutter) fractured procedure, surgeon unsuccessfully attempted to remove tip. Tip of cutter was not removed and was left in the disc space. Tip was visible on lateral fluroscope.